Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a farawave was selected for use. During preparation, it was noted that the side port was clouded /hazy. Tried flushing and would not flush. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, the strain relief was detached from the luer and also, upon device return and inspection it was observed that there was potential adhesive in the flush tubing. Luer did return back with the device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. The strain relief was detached from the luer. Additionally, it was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a farawave was selected for use. During preparation, it was noted that the side port was clouded /hazy. Tried flushing and would not flush. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned.